Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Annex g code updated to: g04003 - adapter (adaptor). Annex c code updated to: c13 - operational problem identified. Annex d code updated to: d11 - cause traced to user.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the system logs and followed up with the site's robotics coordinator. The system logs indicated no further issues on universal surgical manipulator (usm) 4, and the site confirmed the system is functioning as expected and stated no fse visit was required. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A system log review showed errors pointing to grip axis failures on usm 4.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was experiencing repeated intermittent instrument recognition events. Intuitive surgical inc. (Isi) technical support engineers (tse) reviewed the system logs and confirmed errors on usm 4 indicating failed engagement issues. Tse asked if the engagement issue involved one instrument, and it was reported that they believe the customer tried multiple instruments, but the issue remained. Tse recommended that the sterile drape adapter be reseated, and a known good instrument from a different usm be installed on usm 4. The procedure was converted to open, but it is unclear if this was due to the reported system issues.